Event description:
Reference MFR report number: 1627487-2019-05735.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-05735. It was reported that the patient experienced a fever after they had their trial leads pulled on (B)(6) 2019 due to symptoms resulting from a csf leak (reference MFR report number: 1627487-2019-05678, 1627487-2019-05677). Reportedly, the patient's symptoms have since resolved.